Event description:
Related manufacturer reference number: 2017865-2021-11862. It was reported a patient's left ventricular and right ventricular leads presented with dislodgement due to twiddler's syndrome. Both leads were extracted and replaced in a procedure on (B)(6) 2021. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
New information received notes the patient presented in the emergency room with a loss of capture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: return not received, appropriate codes inputted.